Event description:
No additional information.

Manufacturer narrative:
Following the submission of the initial MDR, it was determined that this complaint is a duplicate of (B)(4) and the complaint will be cancelled. The associated MDR will be void.

Manufacturer narrative:
H11. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Description: foreign matter. Event details: customer identified an embedded particulate in a fifty (50) milliliter (ml) syringe that was being used for downstream (ds) ultracentrifuge (uc) tube filling operations. Received on fisher po # (B)(4). Bd catalog 309653, lot 2477522. Formal investigation required, including root cause and corrective action.

Manufacturer narrative:
(B)(4). Follow up. It was reported there was an embedded particulate in a 50ml syringe. Due to the absence of a physical sample, photographic evidence, or lot number, our quality engineering team was unable to conduct a comprehensive investigation. Current quality controls are in place to identify such defects during the production process. Based on the limited investigation, the cause of the reported incident remains undetermined. If you encounter any further issues with our product, we would appreciate the opportunity to perform a thorough analysis. Examination of the involved product may provide insights into the cause of the reported failure.